Event description:
The customer found the grounding strap for the wash zone had detached and was lying on the bottom of the architect i2000sr analyzer beside the wash zone. The strap was corroded and had separated from the terminal end of the ground strap on both ends. Additionally, there was a buffer spill in the instrument and on the strap. The customer removed the strap from the analyzer and was handing it off to an engineer when, according to the customer, it "exploded". Small fragments got into the customer's eyes. The fragments were stated to most likely be buffer. The emergency eye wash was utilized and the customer was treated at the hospital eye clinic where the eye doctor removed foreign objects, believed to be buffer particles, from the customer?s eyes and the use of eye drops was required for several days. It was indicated that no further medical treatment was needed. There was no report of damage to any of the surrounding area. The customer did not have on eye protection but did have on gloves when handling the cable and that engineer took the cable with an antistatic clamp when the incident occurred. The strap involved in this incident is utilized for noise suppression and to aid in controlling static discharge.

Event description:
To summarize this event, a 22mm amplatzer® septal occluder ("aso") was deployed three times through the 9f amplatzer® torqvue® 45° delivery system ("dtv45") sheath, however, the correct position could not be achieved. The aso would not retract into the dtv45 sheath after the last attempt. A 9f amplatzer® torqvue® 45° exchange system ("etv45") was opened, but the delivery cables could not be attached together because the core of the cable attached to the aso extended to the end of the microscrew. The etv45 sheath was advanced over the delivery cable until the end of the cable could be reached at the distal end of the sheath. The aso was recaptured and removed.

Manufacturer narrative:
(B)(4). The instrument identified is the actual instrument involved with the initial reported event. The correction and removal for the wash zone mechanism grounding strap identified the following instruments as affected by this issue: (B)(4). Additionally the following concentrated wash buffers are associated: (B)(4). Under certain conditions, sodium azide can react with unprotected copper to form an explosive compound; the copper present in the ground strap at the time of the incident was exposed to sodium azide for a long enough period of time to form corrosion and eventually a volatile compound. A reaction described as an explosion occurred on (B)(6) 2009, when a washzone (wz) mechanism ground strap corroded with buffer spill was transferred from one laboratory employee to another by use of an antistatic clamp. One laboratory employee wore normal glasses and was unaffected; however, the other laboratory employee wore contact lenses and required medical treatment, which consisted of washing dried buffer particles from the individual's eyes with saline supplemented with eye drops for home use. The employee recovered without issue. On (B)(6) 2009, field service inspected the instrument and replaced the wz 2 mechanism ground strap and removed the affected part from the customer site. An investigation was conducted and concluded that under certain conditions, sodium azide can react with unprotected copper to form an explosive compound. An incorrectly installed wz waste line was identified to have potentially contributed to this event. Independent studies were performed to determine the chemical composition of deposits found on field returned ground straps, potential hazards of copper azide deposits, formation rates of copper azide, the feasibility of stainless steel as a potential ground strap material and other potential hazards. One study revealed there are other metals, potentially utilized in instrument designs, that may form an unstable azide compound are gold, silver, copper, brass and tin. The (B)(6) performed a study to determine the viability of steel and tin as replacement for copper. The study indicated there are no known explosive azides formed if steel, with a significant amount of nickel and chromium, comes in contact with the buffer solution. A global assessment of sodium azide was conducted. Other parts identified as containing copper will be replaced with other material with no known potential volatile metal formations. Instrument designs will avoid the use of bare copper or tin coated copper in areas where significant exposure to sodium azide might be expected. Corrective actions were implemented in response to this issue. The material of the ground strap was changed to a stainless steel alloy. A mandatory technical service bulletin required that every copper ground strap be replaced by field service to the new stainless steel strap. In addition to the implementation of a stainless steel wz mechanism ground strap, instructions on the removal and packaging of potentially corroded group straps were incorporated into procedure. A review of complaint tracking and trending from (B)(4) 2009 to (B)(4) 2010, indicated that there were no complaints with respect to corrosion or adverse events in conjunctions with the replacement stainless steel architect wash zone mechanism ground strap. Product labeling was reviewed and found to adequately address the potential hazards involved with products containing sodium azide; however, labeling was enhanced to include reference to (B)(6).

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
Upon further investigation a deficiency has been identified related to this issue. Under multiple fault conditions such as spills, leaks, or improper maintenance on the architect i2000 and i2000sr (list numbers 3m74, 8c89 and 1g17), the architect wash buffer (ln 6c54) which contains sodium azide can come in contact with a wash zone mechanism ground strap (cable/wire, part number: 7-201369-01.) The ground strap contains copper and over time may cause corrosion with the potential formation of an unstable chemical substance (metal azide). This substance may react to direct pressure and impact causing the release of particles, thereby creating a potential for injury. A correction and removal was previously initiated under 1628664-7/24/09-001-c. The investigation is still in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Architect i2000 and 2000sr systems, list number 3m74 and 8c89. An investigation is in progress concerning this issue. Currently, no deficiency has been identified. A product notification has been issued to the customers due to the safety related concern as it was determined that under multiple fault conditions, the architect wash buffer can come in contact with a wash zone mechanism ground strap and over time may cause corrosion of the cable and the potential formation of a unstable chemical compound. This issue has been reported. No adverse impact to patient management has been reported related to this issue. A final report will be submitted when the investigation is complete.